Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Event description:
Treatment of an unruptured middle cerebral artery aneurysm located on the right side. The patient was given dual anti-platelet therapy. On (B)(6) 2014, the patient underwent pipeline embolization treatment. During the procedure, it was reported the pipeline (4.25mm x 20mm) did not open and was removed from the patient. The surgical time was extended by 1:30 hour. The hospital stay was not prolonged. No patient injury was reported as a result of the procedure.